Event description:
As reported by an edwards affiliate, during the procedure, there were difficulties inserting the esheath+ into the patient. There were also difficulties inserting the delivery system with valve into the esheath+, and the delivery system with valve became stuck. The procedure was completed without complications for the patient. Upon removal, the distal tip of the esheath + was found to be damaged. As per images provided, a esheath+ distal tip torn could be observed. The system was removed as a single unit from the patient. The perceived root cause of the event was unclear. Provided imagery shows the distal tip opened, but torn. Material stretching at the score lines.

Manufacturer narrative:
Investigation is still ongoing.